Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the patient experienced ventricular asystole. It was presumed the epicardial wires were failing and an emergency permanent dual chamber system was inserted. The epg exhibited normal function throughout the case. At completion of the case one of the nurses noted they were unable to turn off the unit as it was displaying an error message for self-test failure and the ventricular sense light was on. The nurse unit manager was informed and the unit was removed from use and sent to the biomedical department to be serviced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).